Event description:
New information received indicated that the right atrial lead was explanted and replaced on (B)(6) 2019. It was also noted that the right atrial lead exhibited non-capture. The cause of the high thresholds was not fully determined but exit block was suspected. No patient symptoms or complications were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited elevated capture thresholds. The device was reprogrammed. Patient was stable and will continue to be monitored.